Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s936usqs7bylr hardware: sm-s936u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose level reached 367 mg/dl while wearing the pod. The pod was reportedly leaking insulin during use. Reported symptoms included severe vomiting. The patient was treated with multiple insulin injections and the patient reportedly "controlled the pod". The patient was discharged the following day (B)(6) 2026. The pod was reportedly discarded and was not available for return.